Manufacturer narrative:
Adverse event & product problem medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-mar-17 crts (B)(4) (rep): information was received by a manufacturing representative (rep) regarding a patient with an implant able neurostimulator (ins) for spinal pain. Information was reported that the patient is having a revision to have their ins location moved due to poor coupling. The patient experienced discomfort while recharging, and the antenna would get in the way of sitting. The caller noted the ins has been overdischarged twice due to this issue. It was decided last week to move the patient's ins to another part of their body. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found the stimulator ins was functionally okay and insignificant anomalies were found. The conclusion code no longer applies. The results code no longer applies. The conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
The ins was replaced on (B)(6) 2019 due to difficulty recharging and was returned to the manufacturer for analysis. The patient recovered without sequela. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the patient is having a revision to have their ins location moved due to poor coupling. The patient experienced discomfort while recharging, and the antenna would get in the way of sitting. The caller noted the ins has been overdischarged twice due to this issue. It was decided last week to move the patient's ins to another part of their body. No further complications were reported. No additional patient symptoms were reported.